Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had a history of seroma building up over the pump. The last 2 pump refills were difficult and the hcp ended up drawing off a significant amount of fluid from around the pump both times. On (B)(6) 2011, the hcp drained off 30 mls of peach colored thick fluid. The previous time the hcp drained 40 mls of thick, pink fluid from the patient. The pump port was difficult to find, sat lower, and the hcp could not fully palpate the edges. The pump also sat at a slant and when the hcp tried to "get at the port, through fluid that makes her insides feel like scar tissue", it was difficult. Another hcp assisted in flattening out the pump and holding the template. The needle would not move around easily, the hcp had to almost pull it all the way out and re-inject to move to another area. After 4 "sticks," the hcp was successful in accessing the pump. The hcp was not sure why the fluid build-up was occurring. It was later reported, the pump contained lioresal. It was considered that the patient might be having an allergic reaction to the pump; allergy testing was suggested. As of (B)(6) 2011, the patient was stable and receiving baclofen pump therapy. The patient seemed to respond well to the pump therapy and was on a low dose of 500 mcg/ml concentration. The fluid remained negative for infection. On (B)(6) 2011, a CT scan revealed fluid build up all around the pump. It was clarified that the culture never did grow anything. It was further reported that due to the fluid; and due to the fact that the patient's catheter migrated over the pump, a revision would be necessary. Another culture of the pus in the pocket was planned once the patient was "open." No allergy testing was done.